Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. While connecting for rinseback following a routine hemodialysis treatment, a break occurred at the tip of the arterial line connection, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback of the patient's blood due to a break occurring at the connection tip at the time of rinseback. Nxstage requested return of the disposable cartridge, however it was learned through follow up that the cartridge had been discarded. The reported broken connection cannot be confirmed. There have been no similar problems reported of a broken arterial connector for this lot of cartridges. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.